Event description:
It was reported that the display of the device went blank while in use on a patient. Reportedly, the ventilation continued as set. The ventilator was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on the provided information including a photo of the described behaviour. No log file was made available for investigation. The provided photo shows a red tint of the display. However, the graphic elements of the display are still visible. Upon request, the customer stated that the device boots up with the reddish tint, but sometime also stays completely black. Based on the available information, this can neither be confirmed nor denied. However, the available information indicates a failure of the lc display. The lc display and the inverter board were already replaced by the customer. The device displaying a reddish tint does not impact the functionality of the device. In case of a complete failure of the cockpit, a running ventilation is not affected and continues as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display of the device went blank while in use on a patient. Reportedly, the ventilation continued as set. The ventilator was replaced. There were no health consequences for the patient reported.